Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggy back delivery of an unspecified concentration of avelox. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the yellow colored avelox flowing into the primary solution container. The tubing sets and the pump were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).